Event description:
It was reported that approximately eight months post vena cava filter deployment during a scheduled filter retrieval procedure, the filter was found to be tilted with the apex embedded in the wall of the ivc. An attempt to retrieve the filter was unsuccessful. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after nine months, due to the presence of dvt that occluded left lower venous flow, patient underwent thrombolysis. During the procedure, it is noted that filter probably has been pushed down or manipulated in the past. Hence, filter retrieval attempt was performed using bard recovery device and metal stiffener. Venogram demonstrated filter is tilted with the apex embedded in the right anterior wall of the inferior vena cava and several struts have perforated the ivc. The filter was unable to remove as the filter tilted towards the ivc. Therefore, the investigation confirmed for the filter tilt, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt; filter malposition. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months of post filter deployment, doppler showed complete occlusion of all veins in the left leg and most of the veins in the right with clot extending up to the inferior vena cava filter. Unfortunately, the patient progressed with bilateral deep vein thrombosis requiring thrombolysis previously, and his inferior vena cava filter was felt to be un-retrievable at that point. Bilateral 14 mm x 40 mm and 14 mm x 30 mm self-expandable stent were layered from the proximal common iliac vein to the inferior vena cava below the level of inferior vena cava filter. Persistent stenosis and thrombus within inferior vena cava filter and inferior vena cava just above level of previously placed stents. After three days, persistent clot was identified in the region of the filter. Flow however was much improved around this filter. Filter still deformed and probably was pushed down or manipulated in the past. Approximate 70% stenosis was identified in the inferior vena cava below this filter but above the stents. After two weeks, inferior vena cava filter retrieval was planned. A 10-french bard recovery device was advanced through the 12-french sheath into the inferior vena cava. The retrieval cone was deployed, and multiple attempts were made to capture the apex of the inferior vena cava filter. These were all unsuccessful. Lateral views of the inferior vena cava demonstrated that the inferior vena cava filter was tilted with the apex embedded in the right anterior wall of the inferior vena cava. Access was then obtained in the right common femoral vein with a 21-gauge micropuncture needle. This was exchanged over a guidewire for a dilator and then for a 10-french sheath. A sos catheter was introduced and advanced into the inferior vena cava just above the filter. A wire was advanced through the filter and directed back into the lower inferior vena cava. The wire was snared with a tulip snare and the soft end of the wire was pulled back through the sheath so that the wire now extended from the right femoral sheath into the suprarenal inferior vena cava over one portion of the filter and then back down through another portion of the filter and then through the femoral sheath. The sos catheter was advanced over the wire until the distal end of the soft wire could be retrieved through the femoral sheath. The combination of the wire and the sos catheter were used to pull on the inferior vena cava filter in an attempt to bring the apex into the lumen of the inferior vena cava. Multiple attempts were made to retrieve the apex with the bard recovery device. These were all unsuccessful. An 8-french accession pigtail drainage catheter was advanced over the metal stiffener that had been curved into a c2 cobra shape. This was advanced up to the inferior vena cava filter and the metal stiffener was used to displace the inferior vena cava filter towards the left and posteriorly. Again, multiple attempts were made to engage the apex the filter. The struts of the filter but engaged but never the apex. A second metal stiffener was advanced over the other end of the wire in order to better position the filter. Despite multiple attempts still the filter was unable to be engaged and therefore could not be removed. Deep venous thrombosis was treated with thrombolysis two weeks ago. Several of the struts had perforated the inferior vena cava and it was felt that if the filter can be retrieved it will decrease the chances of re-thrombosis. Therefore, the investigation confirmed for the filter tilt, material deformation, perforation of the inferior vena cava and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3 h11: d1, d4 (product catalog no), h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is therefore inconclusive for the alleged filter tilt and difficulties removing the filter. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. The definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment during a scheduled filter retrieval procedure, the filter was found to be tilted with the apex embedded in the wall of the ivc. An attempt to retrieve the filter was unsuccessful. The current status of the patient was not provided.